Event description:
It was reported that this pacemaker was found to be in safety mode. The last battery check showed 3.5 years left. It was recommended that this device be replaced. This pacemaker remains in service. No adverse patient effects were reported.